Event description:
Pt was receiving a home infusion of vincristine, adriamycin, and dexamethasone via a groshong catheter at a rate of 6 mls per hour. Three to four hours into the infusion, the pt's family member called the home care pharmacy to report that there was approx 6 inches of air in the line distal to the filter. The pharmacist advised the family member to clamp the tubing. The pt returned to the clinic, the set was removed, and a new set without a filter was used to continue treatment. No air was delivered to the pt and there were no adverse effects to the pt. Although requested, no additional info was provided.